Event description:
It was reported that during a procedure, there was water leakage from main unit device. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse proceeded to the replacement of the pump. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. The reported fluid leak complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, there was water leakage from main unit device. Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.